Event description:
Hosp staff responded to a cardiac arrest. With hard paddles attached to the device, reportedly when an attempt was made to charge the device, energy selection was limited to 50 joules and below. A back up device was made available and used to continue pt care. The reporter stated no adverse affects to the pt as a result of device operation. The pt had been discharged at the time of this report.